Manufacturer narrative:
Field service engineer (fse) checked unit and was able to duplicate the no fluoro issue. Fse found there was a possible connection issue between the ht controller board and atp console board which could cause the "no fluoro" issue. After reseating the atp board, fse then checked the unit for proper operation per service checklist (B)(4) and finding no problem, returned the unit to the customer for full service.

Event description:
Customer reports during an unknown procedure the system fluoro failed. Staff was able to complete the procedure with rad shots. No reported injury.